Event description:
It was reported that the patient¿s ipg batter voltage is low. A manufacturer representative confirmed the voltage and ipg was deemed end of life. In turn, surgical intervention may take place on a later date to address the issue.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced on (B)(6) 2022 resolving the issue.